Event description:
It was reported that syringe flu plus 0.1-1ml var dose 23x1 had volumetric accuracy issues. The following information was provided by the initial reporter: mat# is 305839. The conclusions of the test report carried out by the laboratoire national de métrologie et d'essais are compliant with the dead volume, but there are non-conformities in the tests on nominal capacity. The test consists of weighing the syringe dry, then filling it with distilled water (density of 1,000 kg/m3) to its volume of 0.3 ml, then draining this water completely. The scale is checked at the 0.3 ml volume. The deduction of the dead space is made according to the mass of the residual water after expulsion. Step 2: the test consists of weighing the syringe dry and then filling it with distilled water (density of 1000 kg/m3) to its maximum volume (1ml), then evacuating this water to its minimum volume (0.1 ml). Graduation is checked by subtraction between the masses at maximum and minimum volumes. 2 groups of 30 samples were tested. The capacity tolerance tests according to iso 7886-1 performed on the syringe/needle gave non-compliant (see capture5 in the attached files) results. For volume up to 0,3ml: minimum value found: 0,2704. Should be higher or equal to 0,279. Maximum value found is 0,3550. Should be lower or equal to 0, 321. For volume max 1ml and min 0,1: max value found is 0,953. Should be lower or equal to 0,945. The tests of the graduated scale and of the quantification of the scale according to iso 7886-1 carried out on the syringe/needle, bring nonconforming results (see capture 6 in the attached files). Scale interval is 0,1ml. The criteria is 0,05. Increments between the scale lines, to be written: 0,2ml. Criteria is 0,1.

Manufacturer narrative:
H.6. Investigation: bd performed dose accuracy analysis on retained samples of the lot 2102408. The reported issue was not confirmed upon testing of the samples. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.1-1ml var dose 23x1 had volumetric accuracy issues. The following information was provided by the initial reporter: mat# is 305839. The conclusions of the test report carried out by the (B)(6) are compliant with the dead volume, but there are non-conformities in the tests on nominal capacity. The test consists of weighing the syringe dry, then filling it with distilled water (density of 1,000 kg/m3) to its volume of 0.3 ml, then draining this water completely. The scale is checked at the 0.3 ml volume. The deduction of the dead space is made according to the mass of the residual water after expulsion. Step 2 the test consists of weighing the syringe dry and then filling it with distilled water (density of 1000 kg/m3) to its maximum volume (1ml), then evacuating this water to its minimum volume (0.1 ml). Graduation is checked by subtraction between the masses at maximum and minimum volumes. 2 groups of 30 samples were tested. The capacity tolerance tests according to iso 7886-1 performed on the syringe/needle gave non-compliant results. For volume up to 0,3ml minimum value found: 0,2704. Should be higher or equal to 0,279. Maximum value found is 0,3550. Should be lower or equal to 0, 321. For volume max 1ml and min 0,1: max value found is 0,953. Should be lower or equal to 0,945. The tests of the graduated scale and of the quantification of the scale according to iso 7886-1 carried out on the syringe/needle, bring nonconforming results scale interval is 0,1ml. The criteria is 0,05. Increments between the scale lines, to be written: 0,2ml. Criteria is 0,1.